Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.192" x 0.641" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Manufacturer narrative:
(B)(4). Isi received the fenestrated bipolar forceps, but failure analysis has not been completed. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted following device evaluation and/or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part# 478093-03/ lot# l90191021-0073) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument is a single-use instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was available for review. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted ovarian cystectomy surgical procedure, the jaw of the fenestrated bipolar forceps instruments broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the jaw of the fenestrated bipolar forceps instruments broke and fell inside the patient. The fragment was retrieved and a backup instrument of the same kind was installed to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: all fragments were retrieved with no additional surgical required. The instrument was inspected prior to use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure were available for isi review.